Manufacturer narrative:
This report is submitted on may 6, 2022

Event description:
Per the clinic, the patient experienced an extrusion of the electrodes through the incision and through the back of the auricle resulting in an infection at the site. The infection was treated with IV antibiotics. The implant remains in-situ.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022. There are plans to reimplant the patient with a new device but it has not taken place as of the date of this report.